Event description:
It was reported that the implantable cardioverter defibrillator (ICD) charged due to incorrect signal interpretation however, the patient¿s heart rate had returned to sinus rhythm before the therapy was delivered. No therapy was delivered. No intervention was reported. There were no patient consequences noted.